Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. This report is filed on august 11, 2016 by cochlear limited on behalf of cochlear americas. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced infection at the abutment site, however the issue did not resolve. Subsequently the patient was treated with topical and oral antibiotics (date not reported).